Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the arthroscopic surgery, the transmission screen appears intermittently, which affects the operation vision. A backup endoscope was used instead. It is unknown if there was a surgical delay. No patient injuries reported.